Event description:
Clinic notes indicated that the patient's generator was approaching end of service faster than expected. The physician stated that the battery had diminished more rapidly than may be expected. The patient was referred for generator replacement. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Generator product analysis was completed. The product analysis lab confirmed that the generator was at ifi=no condition. There were no performance of any other type of adverse events found with the pulse generator. A visual assessment on the pcba showed contaminates on the trimmed edge of the pcba. Other than the noted event (visual observation on the pcba), there were no additional performance or any other type of adverse conditions found with the pulse generator. Review of the pbcr using history, pbcr using vbat, and calculated vbat did not confirm premature battery depletion. A review of device history records for the generator shows that no unresolved non-conformances were found prior to distribution.

Event description:
Patient underwent generator replacement surgery. The explanted generator was received by product analysis. Product analysis has not been completed to date.